Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 on the auxiliary cabinet were not detected on the bus and the pyxibus cable was not plugged into the control module. A field service engineer (fse) plugged in the device, and the drawer came back online; however, the cubies in drawer 3.1 were not detected. Fse also reseated the row board cable. After the repair, all of the cubies were detected, and the failures disappeared. One cubie was found to be physically broken, but the technician was able to successfully recover, unload it, and return it to the pharmacy to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported due to this event.